Event description:
During preparation for a ranal pta / stenting treatment procedure, the express biliary ld 6.0x20x75 cm stent was observed to be bent when removed fro mpacakaging. This stent was not used, but was exchanged for another of the same size to successfully complete the procedure.